Manufacturer narrative:
The actual device was not available; however, two (2) unopened companion samples were received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed in both samples; and the devices performed according to product specifications. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 3000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the bag seam. The first bag "separated from the seam located at the top of the bag by the hanging loop". The second bag's "seam separated" from the top of the "pool bag". The leaks were discovered during compounding with rocuronium. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured between december 10, 2017 - december 11, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.